Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump received with pump error 38 alarm during testing. Pump passed the displacement test, rewind test, prime/seating test, occlusion test. Basic occlusion test and the force sensor test. Successfully downloaded history files and traces using thump. Pump error 38 alarms were found during testing due to moisture damage on the motor. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube). Pump error 38 confirmed in the during testing due to moisture damage on the motor. The pump did pass the full drive test. Exposed to moisture confirmed on the pcba 1, pcba 2 and motor. Cosmetic damage confirmed at the battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer identified that the pump had crack on the battery compartment. The troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The pump will be returned for analysis.